Event description:
It was reported in customer complaint #(B)(4) that samples that are known to be drb1:13:05 positive are producing a result of drb1:13:04 when using allset gold drdq ssp trays (lot 030 1272183). The reaction patterns for these two alleles is as follows: drb1*13:05: 10, 11, 15, 26, drb1*13:04: 10, 11, 26. This would allege that lane 15 is producing a false negative results in the presence of drb1*13:05 samples and that this is leading to a mistype of a drb1*13:04. Catalog #7840110, lot #030 1221267, 1393093 has been identified as a product affected by this issue.

Manufacturer narrative:
Investigation of complaint #(B)(4) indicated that for product dr/dq 2t ssp unitray 20 tests (catalog #7840110, lot #030 1221267 1393093) lane 15 may be impacted by an incorrect labeling of allele reactivity if tested with one or more of 11 rare drb1 alleles: lane 15 (primer mix pmr014g) produces a false negative if tested with any of drb1*11:09, drb1*11:87, drb1*11:113, drb1*11:83, drb1*13:05:01, drb1*13:26:02, drb1*13:06, drb1*13:42, drb1*13:136, drb1*13:26:02, and drb1*13:56 alleles. A no type or mistype result could be encountered if a sample with any of the above allele were tested with the described product and lot. The incorrect reactivity of pmr014g was a result of the migration of primer mix data score (legacy software program) to hos (current software platform). In score reactivity was assigned at primer mix level, causing the pattern to be rejected at mix level and not a primer level as in hos. The primers used in the mix were changed during design with primer 3'r209a2 being removed at one point and then put back. Because the pattern wasn't rejected at primer level, linkage to the mix pattern was broken and thus reactivity was incorrectly assigned. Root cause is determined as incorrect reactivity prediction for scenarios described above and a correction to kit documentation being missed.